Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the manifold on the oxygenator was broken. There was no pt involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems did not receive the actual device; however, an investigation was conducted on a retention sample from the same lot number and no issues were noted, thus the complaint was not confirmed. Terumo concluded that it is highly likely that the actual device was damaged post production. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.